Manufacturer narrative:
The manufacturer received the essence nebulizer for evaluation. The findings revealed the outer jacket of the power cord was torn and had caused the internal wires to be exposed. The copper conducting wire was not exposed, the conductor insulation was fully intact. No risk of harm to user. The user is warned in the labeling to have a back-up device for respiratory delivery if this device is not operable. The user is also cautioned that the power supply cord cannot be replaced by the user. In case the power supply cord becomes damaged, contact philips respironics customer service for replacement (there is no service option).

Event description:
The manufacturer received a complaint of defective ac cord with wires showing on a innospire essence nebulizer. There was no reported patient harm or injury. The device has not been returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged complaint. A follow-up report will be submitted when the manufacturer's investigation is complete.